Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call display anomaly and low battery alert. Customer¿s blood glucose level was unknown. Troubleshooting for display anomaly was performed. Customer advised the display was milky and they were unable to read the screen. Customer replaced the battery on the insulin pump multiple times in the same week. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with partial display and high sleep current due to corroded electronic assemblies. Unit passed displacement test. Unit was received with corroded battery tube, minor scratches on case, broken battery tube threads, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.